Event description:
The customer reported via phone call that the insulin pump alarmed weak battery and experienced issues with shutting off intermittently. The customer stated that he had to change the battery about 5 times before the insulin pump turned back on. He noted that he had been using alkaline batteries when the device required lithium batteries. He stated that he now had lithium batteries, and he began experiencing the battery issues. He stated that the insulin pump showed battery too slow, change battery. The customer did not know the blood glucose reading. He was advised to clear the weak battery alarm. He stated that he had been using the lithium battery for about a month, but when he tried using the alkaline battery, the insulin pump did not turn on at all. He did not have a new battery with which to test. He was advised to use the alkaline batteries and monitor the insulin pump and to call in if he had any more issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.